Manufacturer narrative:
Received 1 used catheter for evaluation. The reported event was confirmed with an unknown cause. Per the visual evaluation, it was noted that the balloon had a ruptured / burst. However, no pieces were missing. Per the dimensional evaluation, the active length was measured and the results were as follows: short side= 0.7045¿, long side=0.7130¿ (per specification, the active length is 0.6¿ to 0.9¿). The catheter active length was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that damage to the balloon was observed. There was 10 cc of water injected into the balloon. Soon after placement, the catheter fell out of the patient. Upon inspection, there was damage to the balloon; however, there were no missing pieces found on the balloon. There was no patient injury reported and the catheter was replaced with another catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that damage to the balloon was observed. There was 10 cc of water injected into the balloon. Soon after placement, the catheter fell out of the patient. Upon inspection, there was damage to the balloon; however, there were no missing pieces found on the balloon. There was no patient injury reported and the catheter was replaced with another catheter.